Event description:
Re: the f&p evora full face CPAP therapy mask by fisher and paykel healthcare, (B)(4) as a physician trained in respiratory physiology and in the specialty of aerospace medicine, I have had considerable experience with mask development and use. Moreover, I have written white papers on sleep apnea and the use of CPAP to control it. And I am a longstanding osa(obstructive sleep apnea) patient. Two days ago, a respiratory equipment technician at lincare in crown point, in, introduced me to your evora model, and I have attempted unsuccessfully to use it. Due to cushion failures, I decided to continue with my present system. This letter is being sent to you to point out three safety errors made in the design of evora's harness system. The upper straps pass close to the eyes, where exposed velcro in a separation of the straps could easily scrape a cornea. Notably, there is much in the medical literature on the hazards of velcro from it being directly exposed to the human body. The fastener clip at the apex of the upper strap of the system has a sharp edge - of which I became painfully aware when it came into contact with my bald scalp when wearing the evora. I believe that the fastener edge could actually cut the skin of the scalp, or otherwise irritate it. The swivel in the tubing section of this system should be at the mask, not some distance from it. The answer to this is obvious when one takes into account the potential for head movement during sleep being prevented by the tube being fixed to the mask. Sincerely, (B)(6). FDA safety report ID# (B)(4).